Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an infusion set kinked cannula. The customer was hospitalized for diabetic ketoacidosis (dka) and pancreatitis. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (hospitalization and infusion set information); however, no additional information regarding this event was provided.